Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00743.

Event description:
The patient was undergoing a coil embolization procedure in the lateral thoracic artery using penumbra packing coils (pod pc). During the procedure, the hospital technician noticed the distal end of the pusher assembly was kinked upon removal from the packaging. Therefore, the pod pc was not used in the procedure. The hospital technician then felt resistance while advancing a new pod pc through the lantern delivery microcatheter (lantern) and noticed the pusher assembly was slightly bent. Therefore, the pod pc was removed. The procedure was completed using a new pod pc with the same microcatheter. There was no report of an adverse effect to the patient.